Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
On 1/11/2023, it was reported by a sales representative via email that quantity 2 of an ar-1588btb btb tightrope over tensioned on itself during passing and would not loosen. The case was completed successfully. This was discovered during a acl reconstruction on (B)(6) 2023 with no patient effect reported. Additional information received on 01/11/2023: the case was completed with an ar-1588btb-ib tightrope. No photos were taken for this case.